Event description:
It was reported that the system stored untreated episodes due to oversensing of myopotential noise. In the most recent episode, the r-wave amplitudes was smaller. Also, the device has reached replacement time after over eight years of implant time. Technical services reviewed and discussed checking to see if the device has migrated. Later, the pulse generator was explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored untreated episodes due to oversensing of myopotential noise. In the most recent episode, the r-wave amplitudes was smaller. Also, the device has reached replacement time after over eight years of implant time. Technical services reviewed and discussed checking to see if the device has migrated. Later, the pulse generator was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.